Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009--patient was implanted with a non bard mesh during an unknown pelvic procedure. On (B)(6) 2010--patient was implanted with bard sepramesh during an unknown pelvic procedure. Attorney alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have, however, contacted the initial reporter to request additional information and if available, to request return of the device for evaluation. No lot number has been provided; therefore, a review of the manufacturing records could not be conducted. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.